Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2014 with the following findings: call service 078 alarms were verified in the black box and history. The alarm could not be reproduced during the investigation. Corrosion was found on the motor wire connector. Unrelated to the call service alarm issue, the battery compartment was cracked from the threads to the grip. Additionally the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.